Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient interface with suction loss during surgery. The interface was exchanged and the procedure as completed with no patient harm. Additional information requested.

Manufacturer narrative:
The failure analysis of the sample was performed. The reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. Review the manufacturing and test record shows no abnormalities that could have contributed to this reported event. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).